Event description:
A report was received that the patient was experiencing kidney irritation. It was also reported that the kidney will bleed and there was blood in the urine noted when the patient charges the battery. The patient underwent a revision procedure wherein extension leads were added per physician's preference. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician does not believe that the device caused the phenomenon.

Event description:
A report was received that the patient was experiencing kidney irritation. It was also reported that the kidney will bleed and there was blood in the urine noted when the patient charges the battery. The patient underwent a revision procedure wherein extension leads were added per physician's preference. The patient was doing well.